Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The investigation has shown that the thread of the hammer guide is indeed badly damaged due to exceeding applied mechanical force. It appears that the thread was not screwed in far enough and got damaged during use. Also the marks found on the head of the guide give us again a clear indication that the slotted hammer has not been used accordingly, which is considered as a handling fault. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the operation the threaded end of the device came off. This is report 1 of 1 for (B)(4).